Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump also communicated properly with the test blood glucose meter. The test value on the meter was displayed on the pump screen. No communication anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to non-diabetes related and had high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's spouse reported that the insulin pump was not delivering insulin. The customer's spouse stated that they were wearing the insulin pump during hospitalization. The customer's spouse performed troubleshooting and did not find air bubbles and site issues. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.